Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, interrogation revealed high lead impedance, non-sustained right ventricular oversensing and inappropriate therapy due to noise. Lead damage was suspected but not confirmed. The lead was capped and replaced. The patient is in stable condition following procedure.